Event description:
During the implant surgery, the surgeon had difficulty inserting the electrode into the cochlea. When the doctor attempted to insert the electrode into the cochlea, the electrode would spin in the insertion tool. The doctor attempted to reload the electrode onto the insertion tool and reinsert the electrode into the cochlea. The doctor was not able to properly place the electrode into the cochlea on the second attempt. The surgeon used a backup device to complete the surgery. The patient was successfully implanted.

Manufacturer narrative:
The device was returned to advanced bionics for evaluation in 2007. Upon investigation, it was noted that the insertion tool was broken. A corrective action has been initiated to determine the root cause of the problem.